Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the returned sample showed a fiber foreign substance on the white connector. The reported condition was verified. The cause of the condition could not be determined; however, the issue was likely due to contamination inherent in the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign substance was observed at an unspecified location of an exactamix non-vented high-volume inlet. This was noticed before use. There was no patient involvement. No additional information is available.